Event description:
The lead was returned after being explanted and replaced due to elective replacement. The lead subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and analysis revealed that the proximal conductor was fractured. It was also noted that the defibrillation coil was distorted, there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the inner insulation was kinked/buckled, the outer tubing was kinked/buckled, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer tubing environmental stress cracking breach/breach (non-electrical, the outer insulation was torn, there was an exposed defibrillation coil with white substance, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, and the lead was stretched.